Event description:
The physician was utilizing a catheter during a laparoscopic cholecystectomy procedure and broke off the tip when attempting to remove the catheter from the abdomen. The tip was left in the pt because the physician could not locate it.